Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon evaluation, no excessive of lubricant was noted on the join cover area. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the surgeon had noticed oil/lubricant on a newly opened stapler, and was concerned with it slipping in his hands during the procedure and had the tech open an additional one. There were no patient consequences. .